Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and valve leak and/or damage

Event description:
Healthcare professional reported a right side deflation and "if you push on implant water comes out, and faulty valve". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation-breast and valve leak and/or damage-breast: observed, total delamination of valve assessed as adhesive failure. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional additionally reported "valve delaminated from shell".